Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of waking up with low blood glucose of 50 mg/dl and below. Customer had blood glucose of 41 mg/dl and treated with orange juice. Customer was not able to troubleshoot due to being at work.